Event description:
Tap - it was reported that 279 days after implantation of 3.0x32 mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, a 90% stenotic lesion and a 30-40% stenotic lesion were located in the ostial rca and the proximal rca, respectively. The vessel was reported to be severely calcified. The vessel was predilated with a series of balloons including a 2x16 mm nc stormer balloon and a 3x21 mm nc stormer balloon. After pre-dilation, and placement of 3x32 taxus stent in the mid rca and a 2.5x8 mm taxus stent in the posterior descending artery, a 3x32 mm taxus stent was deployed in the ostium and proximal rca at 10 atms. Post-intervention results were reported as "0% residual narrowing with normal forward flow." No info was reported concerning pt medications or complications. The pt presented 279 days after the initial procedure with a 70% in-stent restenosis in the ostial rca. A 3.5x12 mm taxus stent was deployed in the lesion at 24 atms for 4 seconds. Post-intervention results were reported as 0% residual stenosis. The pt was reported to have tolerated the procedure well. No info reported concerning pt complications.

Manufacturer narrative:
The complainant indicated that the stent remains implanted, and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. Should further relevant info become available, a supplemental medwatch report will be filed.